Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed alarm - error codes / messages. Upon inspection the service technician noted that the device had displayed alarm - error codes / messages. Replaced fluid ingress logic board which caused 221.2010 error, replaced fluid ingress rear case, and fluid ingress ail sensor, replaced upper transducer due to check IV set error, replaced corroded right, left iui. There was no patient involvement.